Manufacturer narrative:
The company service representative examined the system, confirmed, and replicated the reported event. The nonconforming power supply and multi-function input/output (mfio) printed circuit board (pcb) were replaced to address the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming power supply and multi-function input/output (mfio) printed circuit board (pcb). However, as the reported event of high temperature was unable to be confirmed, the root cause was unable to be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure, high temperature caused the unit to power off. The system was unable to reboot.